Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The left groin was accessed and a 7f sheath was placed via contralateral approach to treat stenosis in the right sfa. The sfa was calcified and the physician chose not to predilate, instead chose to use an sxc which is indicated for below the knee because it was believed it would traverse the tightest segments. The tip of the nosecone on the turbohawk was detached upon device removal thru the 7f sheath. After the tip of the device failed to be removed with a snare, a surgeon was consulted. The patient was stabilized and moved to a different room. Because the tip was now seated in the left external iliac they did not want to open the patient up. The surgeon performed a cut down on the right side and an 8f sheath was advanced up and over to the left side. The plan was to try to snare it from the other direction. However, at this time the spider wire snapped off. As a result the spider became embedded in the left external iliac. The physician then decided to place a covered stent and embed the foreign bodies into the vessel wall. The procedure ended without complication. Please reference MDR 2183870-2015-00030 for the turbohawk used in this procedure.